Event description:
As reported, approximately four years post initial right tha, the 69 y/o female patient had a revision due to poly wear and poly liner impingement. Patient was revised to an epoly liner. There was n0 breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photo received. The device is not available for evaluation as patient wanted to keep.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) the revision reported may have been due to orientation of the components and/or patient related conditions which led to impingement and subsequent wear along the lip of the liner. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, h6 clinical code, h6 component code. Concomitant products: 132-32-51 - nv gxl liner lipped 32mm ID, group 1 cups (B)(6). 170-32-50 - biolox delta option femoral head 32mm od (B)(6). 170-36-50 - biolox delta option femoral head 36mm od (B)(6). 170-50-03 - biolox delta adapter 16/18-12/14; +3.5mm (B)(6). 180-65-40 - alteon 6.5mm screw, 40mm (B)(6). 186-01-52 - integrip cc, cluster 52mm, g2 (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to orientation of the components and/or patient related conditions which led to impingement and subsequent wear along the lip of the liner. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.